Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a diagnostic procedure, the procedure was aborted and continued using another system, with patient being moved to another room. A philips field service engineer (fse) inspected the system onsite and confirmed that the system¿s ¿x-ray not working¿. Review of the log file showed that found multiple generator errors "programming error. Fse confirmed that wire isolator was broken and caused short to hv ground which made hv cable and tube insert damage due to arcing. The philips engineer replaced x-ray tube and cable set ibis-3 ceiling st 30mt, performed edl testing. After replacement of parts, the system was returned to use in good working. The codes were updated based on the investigation outcome. Device problem code, health impact code and evaluation method code were corrected.

Event description:
It has been reported to philips that there was no x-ray image on the screen. No harm has been reported to philips. Philips has started an investigation of this complaint.